Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Steam pop occurred during rf (radiofrequency), and pericardial effusion was confirmed by echocardiography. It was uncertain whether the steam pop was the cause, and there was also a possibility that the tamponade occurred due to another catheter. The physician commented that the pop occurred when the catheter was displaced.. The procedure was terminated, and after drainage was performed, the patient's condition improved. The patient was kept under observation in the ccu (critical care unit). Extended hospitalization was not required. Patient fully recovered. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was confirmed. Irrigation catheter¿s flow rate setting was 8-16 ml. Anticoagulation was observed. Act (activated clotting time) was 300. No abnormalities were observed prior to or during use of the product. The physician mentioned that there found no abnormal temperature. No error messages observed on biosense webster equipment during the procedure. Generator mode and thresholds: power control mode. Impedance range max180 --- min50 max40o, power: 35w, temperature: unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Steam pop occurred during rf (radiofrequency), and pericardial effusion was confirmed by echocardiography. It was uncertain whether the steam pop was the cause, and there was also a possibility that the tamponade occurred due to another catheter. The physician commented that the pop occurred when the catheter was displaced. The procedure was terminated, and after drainage was performed, the patient's condition improved. The patient was kept under observation in the ccu (critical care unit). Extended hospitalization was not required. Patient fully recovered. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31493051l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event and steam pop remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).